Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes associated with the hernia mesh used to treat the patient. The patient's attorney alleges hernia and permanent injury; however, no details have been provided. The instructions-for-use supplied with the device lists recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H11: addendum: this is an addendum to the initial emdr submitted on 10-jul-2020. This supplemental emdr was submitted to report the corrected date of initial CT scan. There is no change to the initial determination, no conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged that the patient had hernia repair on (B)(6) 2018, 3dmax polypropylene mesh was implanted in left inguinal canal laparoscopically. It is alleged that after said implantation and continuing to the present time, patient experienced substantial pain, suffering, emotional distress and malfunction of body activities. An ultrasonic scan conducted on (B)(6) 2018 indicated that the hernia had not been repaired. A CT scan conducted on (B)(6) 2020 also indicated that the hernia had not been repaired. The patient has experienced significant physical and mental pain and suffering, sustained permanent injury, undergone medical treatment and will likely undergo further medical treatment. It is also alleged that patient experienced emotional distress and the device was defective. Addendum: the initial CT scan was conducted on (B)(6) 2018.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes associated with the hernia mesh used to treat the patient. The patient's attorney alleges hernia and permanent injury; however, no details have been provided. The instructions-for-use supplied with the device lists recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged that the patient had hernia repair on (B)(6) 2018, 3dmax polypropylene mesh was implanted in left inguinal canal laparoscopically. It is alleged that after said implantation and continuing to the present time, patient experienced substantial pain, suffering, emotional distress and malfunction of body activities. An ultrasonic scan conducted on (B)(6) 2018 indicated that the hernia had not been repaired. A CT scan conducted on (B)(6) 2020 also indicated that the hernia had not been repaired. The patient has experienced significant physical and mental pain and suffering, sustained permanent injury, undergone medical treatment and will likely undergo further medical treatment. It is also alleged that patient experienced emotional distress and the device was defective.